Event description:
It was reported an asymptomatic patient presented in clinic for follow up after a high, out of range, hv lead impedance measurement. Fluctuating hv lead impedance measurements have been observed since implant. The in-clinic measurements were high but within range. Patient and lead will be monitored.